Manufacturer narrative:
The reported event of the device leaking an unknown substance was confirmed by a manufacturer service technician upon visual inspection. Seal failure at the e-box was observed, which can cause e-box potting to leak, and was the probable cause of the reported leaking. The device passed all other tests and was returned to the user facility after repair.

Event description:
It was reported that during a cleaning procedure at the user facility the device was leaking a brown, oil-type liquid. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a cleaning procedure at the user facility the device was leaking a brown, oil-type liquid. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time.